Event description:
The iab leaked back into the sys 97 pump. On 5/28/98, the following was reported to datascope: the pump showed a poor augementation waveform. A "swooshing sound" was heard at this time also. The iab was removed and another was inserted. There was not pt injury or complication as a result of the event on 4/4/98. The pt expired on 4/6/98. [Event complications]: none from the event-reported 4/6/98 and 5/28/98. [Pt's current status]: expired 4/6-rpt'd 5/28.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish parch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/11/98).